Event description:
The report received indicated that during a stenting procedure of a lesion in the left anterior descending, the post dilatation balloon deflated very slowly. After approx 30 seconds, the balloon deflated and was removed from the pt without any problems or injuries. The procedure was completed successfully, without complications. Add'l info received indicated that during the procedure the maximum pressure applied was 17 atm. There were no difficulties or anomalies noted in the catheter during prepping or after pt withdrawal.

Manufacturer narrative:
The prod has been returned for eval; however, as of to date, the eval has not been completed. Add'l info will be submitted within 30 days upon receipt.